Event description:
Brakes do not operate quickly enough. Pt almost went off gang plank white on cruise. Brakes came on sharply and nearly threw pt out of chair. If he removed brake manually and started off on power, brakes did not function when needed.